Manufacturer narrative:
The customer called in to report a dhcp issue affecting the entire hospital. The customer declined remote technical support and requested a quote for onsite support. A quote for support was provided, but the customer had not responded and the quote expired. The rse made multiple phone attempts to contact the customer, leaving voicemail messages to call philips back if more assistance was needed. The rse also follow up with two email messages and there has been no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the dynamic host configuration protocol (dhcp) server went down, no other information was provided. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.